Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 7.7 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.